Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports gaping (gap/space) in the back, and the front cuts the upper lip. Dental history & medical history includes crowns in locations: 31, 18, 15. Patient has impacted teeth (unknown location), grinds/clenches teeth, and the jaw clicks upon opening. Current upper/lower aligner #6.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.